Event description:
It was reported that the patient underwent a sling procedure during 2004. During an office visit in 2005, the pt complained of inner thigh pain. Physician saw the pt again during three months later and the pt was still experiencing inner thigh pain. When the pt experiences the inner thigh pain the pt also experiences urinary retention.